Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by london implant retrieval centre (lirc). The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination of the rod, the retrieval center found corrosion and discoloration on the rod and the rod would not distract. Additionally, wear, scratches, and other surface damage was noted. It was reported that the rod was removed after a pin break occurred on the companion offset rod. There was no further reported patient impact and no patient or user injury was reported. No additional information is available. Report 1 of 2.

Manufacturer narrative:
Report 1 of 2. A review of the DHR documents indicated that the rod was manufactured by the specified requirements and met all of the required quality inspections prior to shipment.

Event description:
No additional information was provided.